Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to hyperglycemia with blood glucose level of over 300 mg/dl. Customer stated they had a reaction to their medication and were dehydrated. Customer's health care professional had put them on new medication. Customer was unable to upload carelink and stated that auto mode status was not active. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.